Event description:
Provider states that the user has bent the back mounting hardware for the 2nd time. Provider states that the last time he installed the hardware he secured in a different manner to help prevent the bend and the provider mentioned the user did not have a spreader bar which could contributed to the bending since the user has a higher weight capacity. No additional information provided.